Manufacturer narrative:
Method: the actual device was not returned. A review of the device history record (DHR) was not performed as no lot number was provided results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 550 ml, flow rate: 6 ml/hr, cathplace: adductor canal. A report was received stating about 3 weeks ago there was an incident with a broken piece of red priming key stuck inside the ondemand unit. The device was in use on a patient. The incident resulted in a fast flow. The physician noticed the incident. The pump was removed from the patient. The patient was provided a new pump. No patient injury occurred. Additional information received 2-mar-2017 stated the incident occurred sometime in january. The incident was noticed the next morning after surgery during the physician rounds. When the device was removed the pump was very nearly empty. No additional information was provided.

Manufacturer narrative:
Concomitant medical products and therapy dates detail of product and date: arrow flex-block spring-wound catheter 19g. All information reasonably known as of 01-jun-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).